Event description:
It was reported that during a laparoscopic hepatectomy procedure, the tissue pad was detached off during use. Error 5 was also displayed. The detached piece was already retrieved. As the tissue pad was all retrieved, no piece was left inside the patient body. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). (B)(4). Information not available, device not returned for analysis.